Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when engaging the clip they twisted on the tissue. They were not closing well. They could see bile oozing from the clip had been applied. The next clip would not deploy, they had to pull it out of the jaw. A ligamax device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.